Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please refer also to user facility (uf) report (05026000-2016-8120) sent 12/15/2016. Follow-up was made and the reporter confirmed that the issue was with the icy catheter, not the cool line catheter as previously noted in the uf report.

Event description:
A female patient was hospitalized for a stroke. Blood coagulopathy results prior to initiation of ivtm therapy are not available. The reason for therapeutic ivtm was for fever management with maintenance of normothermia. The thermogard console was set to a target temperature of 36.5 °c. Patient's temperature prior to ivtm therapy and the room temperature are not known. An icy catheter was inserted into the right femoral vein by an experienced physician on an unspecified date. Catheter insertion was smooth. There was no separate catheter used for the central line. According to the reporter, on (B)(6) 2016, the attending nurse observed that the normal saline bag was empty; however, there were no notable leaks found. The start-up kit was replaced and a new saline bag was connected. Despite the replacements, the issue occurred a second time. Per reporter, at the time of the events, the console did not alarm and no error messages were observed. Ultimately, it was decided to stop ivtm therapy and place a cooling blanket on the patient until the icy catheter could be replaced. Eventually the patient reached a maximum temperature of 38.6 °c. There is no further patient information provided. No known consequence to the patient was reported.

Manufacturer narrative:
Evaluation of the returned icy catheter confirmed the customer reported issue. The root cause was due to a pinhole leaks. Functional testing was performed. The catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized from the inflow luer side. The catheter was pressurized up to 100 psi and held briefly before the pressure gradually dropped and a balloon leaks was observed at the proximal balloon. Following the test, all balloons deflated successfully without any issues. A visual inspection of the returned catheter found blood had accumulated /dried up on the balloons, shaft, lured tubings and infusion ports. All infusion ports flushed successfully with no issues observed. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for icy catheter lot # 61821. Note: the actual icy catheter was returned with lot # 61821 .